Event description:
It was reported that a dehp free solution administration set was difficult to disconnect from a patient line causing the luer lock to break when twisted, leaving a portion of the luer lock on the patient line. This occurred during an unknown process step. It is unknown what drug was being used with the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.